Event description:
Boston scientific crm received information that the patient with this implantable pacemaker reported that he felt uneasiness after meals. Holter monitor testing was performed and it was noted that several p-waves were not followed by a ventricular pace. No adverse patient effects were reported but this patient is pacemaker dependent. The device was reprogrammed to a pacing output of 4.5 volts. The holter monitor print outs and a data disk were sent to boston scientific technical services (ts) for evaluation. When the data disk was received, it was discovered that the information and electrocardiograms were not able to be retrieved for this particular model. The holter monitor printouts were reviewed and a ts representative confirmed that no ventricular pacing output was observed intermittently on the EKG. The lack of ventricular output could either be due to pacing inhibition due to oversensing, a lead or connection issue indicating a fracture, or no pacing outputs from the device itself. The physician did perform isometric movements to reproduce noise and pacing inhibition without success. In addition, the stored electrocardiograms were also evaluated in the clinic and there was no evidence of noise or oversensing. The ts representative suggested performing another holter test to further evaluate the ventricular pacing. It was also suggested that a high resolution x-ray be performed to evaluate the lead integrity. At a later date, this device was explanted and later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the memory was also performed and no hardware resets were found and there were no indications that the device was not delivering the properly pacing therapy as programmed. In addition, the battery status was at "good" when it was explanted. Next, the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field allegations that the device was no providing pacing outputs while it was implanted. This device met all specifications and was functioning as designed and programmed.